Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that they experienced low blood glucose. The customer's father reported that they received a motor error alarm during bolus. The customer's blood glucose was 36 mg/dl at the time of incident. The customer's blood glucose was 136 mg/dl at the time of call. The customer's father stated that they treated the low blood glucose with juice. The customer's father stated that they were able to rewind the insulin pump. The customer's father stated that the drive support cap appeared normal. The customer's father stated that the insulin pump was not exposed to high magnetic fields. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.